Event description:
The reporter stated the surgeon was unable to extract a cc4204a collamer aspheric single piece lens from the inserter. There was patient contact but no injury noted. The reporter stated the wrong cartridge was used. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (B)(4). Device evaluated by manufacturer: no, lens not returned. Evaluation, method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).